Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation the monitor displayed a code 102 and failed a functional pulse test. The cause for the failure is still under investigation. A supplemental report will be submitted upon completion of the monitor evaluation. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn 07149578 for an unrelated issue a reportable problem was observed. The monitor failed a functional pulse test and displayed service code 102 (charging profile fault).

Manufacturer narrative:
Follow-up report - device evaluation (10/24/2018): device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to liquid contamination on the j1002 connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation the monitor displayed a code 102 and failed a functional pulse test. The cause for the failure is still under investigation. A supplemental report will be submitted upon completion of the monitor evaluation. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue a reportable problem was observed. The monitor failed a functional pulse test and displayed service code 102 (charging profile fault).